Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that stpck q-syte wht 360deg w/o nut cap ns had a loose connection. The following fields were corrected with additional information: "this is a report about loose connection."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/2/2021. H.6. Investigation: bd received a sample submitted for evaluation. The reported issue was not confirmed upon inspection and testing of the sample. Our quality engineer was not able to observe any damage to the connection site, and the sample successfully connected to other external products. Since the reported failure was not confirmed a root cause cannot be established. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. H3 other text : see h.10.

Event description:
It was reported that stpck q-syte wht 360deg w/o nut cap ns had a loose connection. The following fields were corrected with additional information: "this is a report about loose connection."